Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed that all of the keypad buttons were responsive to button presses and functional. The keypad had no visible sign of damage. No contamination or other anomalies were found on the button contacts. There was evidence of moisture on the keypad wire and connector. No corrosion was visible. A leak test was performed prior to removal of keypad cover and found that there was damage to the audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad was unresponsive and there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.